Manufacturer narrative:
Corrected data: in review, it was noted that in the supplemental MDR report, for the "manufacturing records review- historical data analysis", it was inadvertently indicated that "a search revealed that one additional complaint was received from this production order" which is incorrect. The information has been corrected in this supplemental MDR report as indicated below: manufacturing records review/historical data analysis: a search in complaint system revealed that two additional complaints were received from this production order, however, these complaints were not confirmed based on the investigations. Additional information: following information was received along with documentation received with the complaint sample: section a2: age/date of birth: 65 years / (B)(6) 1955. Section a3: gender: male. Section e1: initial reporter name: dr. (B)(6). Section e2: health professional?: yes. Section e3: occupation: physician. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: apr 7, 2022. Device evaluation: the complaint lens was received inside of the original lens case at the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and both haptics were detached. The lens was cleaned and, a tear on the optic body was observed as well. The reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order, however, the complaint issue could not be confirmed to be related to manufacturing. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon observed that the intraocular lens (iol) was torn when he inserted the lens into the patient's operative eye. The lens was removed from the eye and a new lens was inserted without any further complication. No further information was available.